Event description:
During tonsilectomy & adenoidectomy the bovie tip sparked while in use. No injury to patient or surgical team. Biomed did not detect any tissue buildup upon inspection. The esu performed normally within the parameters set by the MFR. Power setting was: 15 (cut) 18 (coag).

Event description:
During tonsilectomy & adenoidectomy the bovie tip sparked while in use. No injury to patient or surgical team. Biomed did not detect any tissue buildup upon inspection. The esu performed normally within the parameters set by the MFR. Power setting was: 15 (cut) 18 (coag).